Event description:
It was reported that the patient presented to emergency room (ER) today upon lead integrity alert (lia) triggered by high right ventricular (rv) lead thresholds and oversensing. It was noted that there was loss of capture on both the rv and left ventricular (lv) lead. The rv lead was capped and the lv lead was reconfigured as a rv pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; product ID 4968-35 implantable pacing lead, implanted: (B)(6) 2007; 0085 competitor implantable tachy lead, implanted: (B)(6) 2007. (B)(4).